Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. An lv lead extraction was scheduled. Additional information indicates that the intervention was performed successfully. The lv lead was out of service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.